Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.

Event description:
It was reported that, "the plates broke while using the bending irons. The surgeon was attempting to bend the small plate before positioning. He was using the bending irons as directed and the plate snapped. He asked for a second "small plate and that one also snapped. He asked for the next plate and medium was the next available size. The medium plate broke while he attempted to bend it using the bending irons. He asked for another medium. The final plate was implanted with little or no bending."